Manufacturer narrative:
The jinro¿ pigtail device was received in a generic plastic bag. Visual examination found that the device was broken when received. The catheter was noted to be separated from the heat shrink or hub connector. Moreover, the catheter has evidence that the heat shrink and flare process were performed properly. Additionally, the catheter distal part (pigtail section) was not returned for analysis. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific corporation that a jinro¿ pigtail nephrostomy catheter was used during a percutaneous nephrostomy procedure performed on an unknown date. According to the complainant, post procedure, after the catheter was placed in the kidney, the catheter near the connector was separated. The catheter was replaced and the procedure was completed with another jinro¿ pigtail nephrostomy catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a jinro pigtail nephrostomy catheter was used during a percutaneous nephrostomy procedure performed on an unknown date. According to the complainant, post procedure, after the catheter was placed in the kidney, the catheter near the connector was separated. The catheter was replaced and the procedure was completed with another jinro pigtail nephrostomy catheter. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.